Manufacturer narrative:
Explant date: lens remains implanted, therefore not explanted. Telephone number: (B)(6). First/given name: not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the dfu (directions for use) the lens came out with a scratch in the middle of it. Due to not having an iol (intraocular lens) cutter the doctor decided to leave the iol in the eye. This caused a 30 minute delay and no interventions were required. No additional information was provided.